Manufacturer narrative:
The customer's report that the primary set separated and leaked during use was confirmed. Visual inspection observed that the set was separated at the engagement between the tubing to the distal smartsite¿s inlet port. Closer inspection of the separation under magnification observed that the tubing had an insufficient solvent applied at the engagement during manufacturing process. Functional testing could not be performed due to the separation at the engagement. A dimensional analysis was performed and the tubing¿s outer diameter was measured and found to be within specification. Device history record for model 2420-0500 with lot number 20043246 was performed. The search showed that a total of 34,343 units were built in 1 lot on 09apr2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that the primary tubing set separated during use at the smartsite closest to patient. A small amount of IV fluid leaked into the patient's bed. There were no adverse consequences caused to the patient as a result of this event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the primary tubing set separated during use at the smartsite closest to patient. A small amount of IV fluid leaked into the patient's bed. There were no adverse consequences caused to the patient as a result of this event.